Manufacturer narrative:
The console (aic) was not returned for evaluation; however this issue was resolved at the customer site. The root cause of the black screen was due to a malfunctioning 4-in-1 board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preventative maintenance the automated impella controller's (aic) display would turn black after the bias was loaded. The user replaced the 4 and 1 board, this resolved the issue. No patient involvement.